Manufacturer narrative:
Correction: the patient identifier (a1), date of birth (a2) and sex (a3a) are unknown; not as previously reported. Additional information has been requested but has not been made available as of the date of this report. Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, for the revision surgery.

Event description:
Per the clinic, the recipient experienced a wound breakdown, exposing the electrode lead. Subsequently, the patient underwent a revision surgery on (B)(6) 2025 to place the electrode lead under the skin.